Event description:
Covidien received info that the pt was removed from the 840 ventilator due to a malfunction. Covidien inspected the device and replaced the graphical user interface (gui) pcb. The ventilator passed all testing.